Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be determined. The reported mitral regurgitation (mr) was due to reported tissue injury. Mr and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had a rotated heart. An ntw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 3-4. An xt clip was inserted and deployed lateral of the first clip. However, after deployment, it was observed mr returned to a grade of 4 and an anterior leaflet chordal rupture occurred. No additional clips were implanted, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.